Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the aligners rotated their tooth so bad that they feel pain every time they bite into any type of food. Patient has seen a dentist to fix this issue. Further information has been requested from the patient and they have not responded.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.